Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 32 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged a day later, (B)(6) 2023, with the issue resolved and no permanent damage. A system check was performed, and it was found that the customer was using off label insulin (lantus) within the pump supplies. Customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
Tandem pumps are only approved to be used with humalog u-100 or novolog u-100 or the generic equivalents, lispro and aspart. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.